Event description:
(B)(6) stated the customer wants bearings for the caster, the caster is wobbly. (B)(6) the provider states the unit is in a facility and she has not seen the chair, no property damage or injury alleged. No further information provided.